Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the pt at 45,798 joules. Per the customer, the fiber cap was removed from the pt's anatomy. The procedure was completed with turp. Add'l info reported by the customer was the fiber beam was normal at the start of the procedure and was visible. No injuries to the pt were reported. The user did not experience any injuries from use of the laser system in the procedure. There were no error messages displayed on the console when the event occurred.